Event description:
It was reported by the rep that the one "ems" was used during an unknown procedure. It was reported that the surgeon complained that the stapler did not fire properly. The case was completed with another device and with no pt consequence.